Event description:
The customer alleged that they have been using expired cidex activated solution test strips for two months. They use the cidex to disinfect laryngoscope blades for anesthesia department. She does not know how many laryngoscope blades were used on patients. The asp customer care rep inform customer that asp does not recommend the use of any of our products beyond the expiration date. The customer reported that they change the cidex every 2 weeks. She was informed that even though they did this, they would still need to test with the strip before each use as this is the only way to determine if the solution is at the right minimum effective concentration (mec) to disinfect.